Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported problem "keypad error" was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the stuck keys "." "2" and "0". The keypad is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had keypad error found during testing in the biomedical service department. There was no patient involvement. No additional information is available.